Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a female patient (age unknown), the device was unable to obtain an ECG signal via these electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the product and correcting information submitted on the initial medwatch report. Please reference section d9. Evaluation: the electrode pads were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The electrode pads were received without the styrene liners and were stuck together. Due to the returned condition, testing included continuity testing from the hv connection points to the tin without duplicating the report. The electrode pads were scrapped and a replacement was sent to the customer. Analysis of reports of this type has not identified an increase in trend.